Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was an incident of spontaneous removal. The foley catheter was placed in the operating room, and after the operation was completed, the foley catheter was naturally removed when the patient's position was changed. Water was injected into the removed catheter, but the balloon deflated over time, and a leak occurred somewhere.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received 1 all silicone foley catheter with syringe. Using returned syringe inflated catheter with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Inflated with no difficulties and concentricity meets specifications deflated within 51 seconds. Also received 4 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows top view of outer packaging of tray. DHR reviews are not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was an incident of spontaneous removal. The foley catheter was placed in the operating room, and after the operation was completed, the foley catheter was naturally removed when the patient's position was changed. Water was injected into the removed catheter, but the balloon deflated over time, and a leak occurred somewhere.